Manufacturer narrative:
(B)(4).

Event description:
At the first pump refill following implant, the actual residual volume was greater than the expected residual volume; they got back 20 ccs. The pump logs showed no motor stalls. The pt was taken to the operating room on (B)(6) 2011, to surgically explore the issue. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.